Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to a product performance issue. A new device was implanted. No additional adverse patient effects were reported. The device has been received and is pending analysis. Additional information was received indication that this crt-p was found to be in safety mode. No additional adverse patient effects were reported. Device is expected to be return.